Event description:
Patient underwent total knee arthroplasty in 2002. The tibial insert disassociated from the tibial tray three weeks post-op while the patient was performing strenuous exercise. Revision procedure of the tibial insert was performed.